Manufacturer narrative:
The cardiomems i3 connector cover was observed to be returned disassembled from the main unit assembly. It is unknown if the cardiomems i3 connector cover was disassembled during use, shipping, or the decontamination process. Visual inspection of returned material revealed no discrepancies or discernible damage other than normal wear and tear. All returned cables and cords associated with power supply connections consisting of the ac power cord with ferrite ¿ us/canada and desktop en60601-1 50w 12v power supply were returned undamaged. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. Unit was powered on successfully multiple times without any issues. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. All cables and cords included with the returned material were undamaged. Whether or not the right ang ext cable that was originally part of unit¿s assembly could have been attributed to the complaint of ¿connection plug has wires exposed and visible¿ could not be determined because of it not being returned. Investigation results determined to be inconclusive because of an incomplete return. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.